Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The lamp time was successfully reset. However, as noted in b5, the spare lamp indicator was blinking; due to a defective spare lamp. There was also corrosion found on one of the connectors, scratches on the housing, and the switch was found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While performing routine maintenance on an olympus visera xenon light source device. It was discovered, that the lamp hours had been exceeded and the lamp required replacement. Following the replacement of the lamp, the user was unable to reset the lamp hour. There was no patient involvement during this event. During the device evaluation, it was then discovered, that the spare lamp indicator was blinking, due to a defective spare lamp. This report is being submitted to capture the defective spare lamp.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause was the faulty spare lamp. The event can be detected/prevented by following the instructions for use which state: "avoid using this instrument in a dusty environment, as this may damage the instrument". Olympus will continue to monitor field performance for this device.